Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted: (B)(6) 2002.

Event description:
It was reported that a lead warning triggered due to low impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient is a participant in the wrap-it study.